Manufacturer narrative:
Multiple attempts have been made on 23sep2025, 14oct2025, and 22oct2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that it was showing error code 110b "check vent proximal pressure sensor auto zero failed" alarm message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the device was turned into biomed showing error code 110b check vent proximal pressure sensor auto zero failed alarm. This error was confirmed in the event log. The rse provided recommend troubleshooting steps and provided parts ID for the solenoids. Device evaluation and repair are pending, and this investigation is ongoing.